Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: during investigation, the pump was returned and the load step malfunction was not duplicated during the investigation. Force calibration testing was passed. Multiple no cartridge warnings were observed in the black box. The pump was opened, and the force sensor pin was found to be cracked. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.